Event description:
An impella cp was implanted in a patient undergoing an emergency procedure for coronary artery complication in percutaneous intervention. A groin bleed occurred as the tissue track was too long for the reposheath due to body habitus. The team explanted the pump and performed a contralateral leg closure and covered stenting. No patient harm was reported.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E.1. Added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Major bleed: the patient started bleeding from the groin. The cause of the bleeding was determined to be patient condition because due to the patient's body habitus, the repo sheath did not totally reach the artery after inserting all the way to the skin and was just not long enough for the patient to create hemostasis. Device history review: the device passed all post sterile inspection checks.